Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found that the battery contacts and printed circuit board (pcb) were contaminated by leaked battery fluid. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s device was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation is lay user/patient.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device has a very dim display, and the segments on the results field are affected and illegible. No actual misinterpretation of a result occurred.